Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: the backup battery fault was not confirmed through this analysis. There was no log file submitted for review. The system controller, serial (B)(6), was not returned. Per provided information, the patient experienced persistent backup battery fault alarm despite exchanging backup battery multiple times. The controller was exchanged resolving the issue. Additional information was received on (B)(6) 2020, from the vad coordinator that the exchanged controller will not be returning and log file is not available for review. A root cause of the reported event cannot be determined through this analysis. The patient handbook and IFU aso cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's controller exchange on (B)(6) 2020 was reported under the manufacturer report number 2916596-2020-02885. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm on their controller. To resolve this, the controller was changed. The patient's controller was changed on (B)(6) 2020 due to repeated backup battery (ebb) alarms (even after changing the ebb multiple times). Following the controller change, the patient had one backup battery fault alarm (on the controller with serial number (B)(4)) in the middle of (B)(6) that resolved when they pushed the battery/self-test button. Further backup battery fault alarms were reported to have occurred and the controller was changed again on (B)(6) 2020.